Event description:
The customer contacted physio control to report that their device had unexpectedly lost power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio control further evaluated the replaced system pcba in the product analysis center. It was observed that the root cause of the reported issue is the intermittent signal on crystal, y1, on the single board computer (sbc).that would cut out entirely the oscilloscope and then the device would fail to bootup.

Manufacturer narrative:
A stryker service representative evaluated the customer's device and verified the reported issue. After replacing the system pcb and other unrelated repairs, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device had unexpectedly lost power. There was no patient use associated with the reported event.